Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via gravity. The option-lok male adapter of the tubing set was connected to the pt's IV access site. After an unspecified length of time, solution leaked from an unspecified location at the distal clave y-site of the tubing set. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.